Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found external insulation abrasions noted at 34.0 to 34.3 cm from the distal tip consistent with friction against the can.

Event description:
This report is to advise of an event observed during analysis.